Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately ten years. Based on the follow-up with the health-care provider, it was learned that the explant was patient related and is due to stenosis. Per the discharge note, the patient was presented with shortness of breath, heart murmur, fatigue, chest pain, lightheadedness/pre-syncope and abnormal echocardiogram. Patient had transient atrial fibrillation and was symptomatic for acute on chronic chf. Echocardiogram revealed velocities across the biprosthetic valve which was consistent with stenosis. The leaflets of the bioprosthetic aortic valve were markedly thickened and/or calcified and the systolic excursion was severely reduced. The subject device was removed and replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned; therefore the source of the reported calcification could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no related nonconformance to the reported event. Although the root cause can not be confirmed, it appears that the aortic stenosis experienced by the patient was likely due to severe calcification noted on the aortic valve. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.